Manufacturer narrative:
(B)(4). The device sample was returned for evaluation. Initial review of the returned sample indicates a juncture hub leak (during use).

Event description:
The customer reports a filtration in the "y". A new catheter was inserted without complications.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen catheter. A visual inspection was performed and no issues were identified with the catheter body or extension lines. A flap of the same material as the juncture hub was found on the proximal side of the hub. When the flap was peeled back a hole was found underneath. The shape of the hole and the flap of material covering it indicated that the probable cause of this issue was due to the catheter being over pressurized. The rupture on the juncture hub was located 2mm above the ring of the hub. A lab syringe was used to pass water through the catheter extension lines. The juncture hub was confirmed to leak when the proximal line was used. No issues were found with the distal line. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product states that the risk of pressure induced damage to the catheter can be can be minimized by not exposing it to pressures above 50 psi. Visual and functional inspections were performed and a ruptured area was found on the juncture hub. A DHR review was performed and no relevant findings were identified. It was determined that the probable cause of this issue is operational context.

Event description:
The customer reports a filtration in the "y". A new catheter was inserted without complications.